Event description:
The physician was attempting an ercp with multi stone removal. When attempting the stones with an extraction balloon, the distal tip of the balloon catheter caught in the endoscope, detached and remained inside of the pt's bile duct. The procedure was resumed using two lithotriptors and two baskets to crush the stones.three add'l balloons were used to remove the curshed stones. The following day another ercp was performed to locate the balloon catheter tip. The tip had moved into the pt's bowel where natural passage has occurred. The pt was reported to be in stable condition.